Event description:
During an angiogram procedure the flexor raabe guiding sheath was used in a pt's right femoral artery. As the sheath was being removed, the side port tubing and valve detached from the main body of the sheath making it difficult to remove completely from the pt. The physician successfully removed the sheath with forceps. The procedure continued without any related issued. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4) - separates is not listed in the instructions for use. Event is still under investigation.